Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device. The information contained in this report is being provided to the FDA to comply with regulations regarding medical device reporting and is based on information submitted by others that may or may not be factually correct. The source of this report is literature: christopher e. Gross, md, chaoyong bei, md, tenaja gay, pa-c, and selene g. Parekh, md, mba. A short-term retrospective of first metatarsophalangeal joint arthrodesis using a plate with pocketlock fixation. Foot ankle spec. 2015 dec;8(6):466-71. (B)(4).

Event description:
It was reported in the literature that: "there was a high reoperation rate with (B)(4) subsequent operative procedures occurring directly as a consequence of the hardware. One patient had a superficial infection treated with intravenous antibiotics. However, at 12 weeks status-post his index procedure, he developed a deep (B)(6) infection and osteomyelitis. He was treated with a removal of hardware and debridement. One year after the removal of hardware, the patient has an asymptomatic nonunion of his mtp joint. Christopher e. Gross, md, chaoyong bei, md, tenaja gay, pa-c, and selene g. Parekh, md, mba. A short-term retrospective of first metatarsophalangeal joint arthrodesis using a plate with pocketlock fixation. Foot ankle spec. 2015 dec;8(6):466-71. (B)(4).